Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). (B)(4). UDI# - (B)(4). DHR review: the device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Device evaluations results/investigation findings: product review of the skin graft mesher was unable to be performed as the device was unable to be located for evaluation. Repair of the skin graft mesher was not performed by zimmer biomet surgical as the device could not be located for repair. Probable cause/root cause: the root cause of the reported event could not be specifically determined with the information that was provided. Product review of the skin graft mesher was unable to be performed as the device was unable to be located for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional information available.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device was creating big holes on skin while meshing 1:1 ratio blade. No adverse events were reported as a result of this malfunction.